Event description:
It was reported that 2 unopened packs of burs were found tarnished. It was also reported that the burs were not used on the pt. It was further reported that there was no delay to surgery and another bur was readily available.

Manufacturer narrative:
The burs subject to this MDR were returned for evaluation in unopened packs. Upon visual review, it was confirmed that the burs were tarnished which could lead to corrosion. The mfg records were reviewed and no issues were identified which may have contributed to this event. The root cause of this failure is undetermined.